Event description:
On 07/16/2025, a sales representative reported via phone that during an fhl transfer procedure performed on (B)(6) 2025, an ar-1547bc-cp fdl implant system experienced a malfunction. Specifically, the 4.75 mm tenodesis screw broke in half at its top while being inserted halfway. All broken fragments were retrieved from the patient. To complete the procedure, they utilized the 5 mm reamer included in the kit to ream over the site and successfully implanted a 6.25 mm tenodesis screw without further issues. The case was delayed by 15 minutes, with no additional anesthesia required. No adverse effects were reported during or after the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.